Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The power pcba and system pcba were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.